Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the patient still got "shocked" when walking in and out of stores that had security gates. Since implant she had uncomfortable stimulation at the end of the leads. She had tried to decrease stimulation and also to turn stimulation off but she still had the discomfort. It was confirmed with the programmer that therapy was not on. Currently stimulation was off and she was still having some pain in the rectal area, but it was not as strong as it was when it was on. She was going to contact her healthcare professional (hcp) to see if this could be due to a different issue. She was waiting to hear back from the hcp to when she would have the appointment. It was noted that she had many back surgeries in the past. There was no fall or trauma that could be related to this issue. A healthcare professional (hcp) later reported that multiple reprogrammings were performed. The patient turned the device off and did not wish for a revision.

Event description:
It was reported that the patient experienced an overstimulation sensation. The patient was having problems with their device for bladder control. It was reported that the patient was having problems with electromagnetic interference (emi) like when they went through stores and that kind of thing. This had been going on for some time now, at least for months. It was noted that the patient thought for a while that it was something that should be expected but not it was just getting more irritating for the patient. It was irritating the patient in the vaginal area and the patient was wondering how much the stimulator had to do with that. It was reported that the patient always got shocked when going through security screening devices at the stores and that was a fact, they knew that, and ¿whether or not how, if that had an additional negative effect or had had that they didn¿t know.¿ the patient had a shocking or overstimulation when going through the security screening devices at stores and it had been going on for months. It was reported that the patient would walk through the doors as quickly as they could but still got shocked. It was clarified that shocked was not the exact word and ¿overly stimulated¿ was a better way to say it. It was reported that the patient did not ever receive the patient therapy guide. They had read in the programmer manual about the ability to change programs but nobody had ever mentioned anything about changing programs. It was noted that the patient was currently on program 1 and they wanted to know if they should be changing programs.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va06fgx, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was security devices and the event was attributed to the lead. It was reported that impedances were greater than 4000 ohms with 0 and 2, 0 and 3, and impedances were okay with 1 and 2. The issues with the lead were unknown and there was an assumed break of the lead. It was reported that no surgical intervention had occurred. The device was reprogrammed on (B)(6) 2014 and there was no follow-up since. It was noted that they changed to 1 and 2 and the patient felt it in the vagina. It was reported that the patient did not require hospitalization due to the event and the patient outcome was no injury.